Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was 200-300 mg/dl. The cartridge and infusion set had been in use for 4 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours and also states to change the infusion set every 48-72 hours. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.